Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) 30mmol/l without symptoms. The patient was treated insulin via injection directed by their healthcare professional through phone advice. Customer support (cs) completed troubleshooting and there were multiple loss of prime issues. This report is being made due to the bg excursion the patient experienced due to a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: there was one loss of prime warning with zero force on (B)(6) 2016 at 00:30 observed in the black box; deliveries resumed at 00:39. All other loss of primes in the black box were related to replace cartridge alarms and the pump not being primed after the rewind step. An ezprime sequence and a 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The complaint was verified in the history but could not be duplicated during testing. The audio bolus button cover was missing from the pump. The cartridge compartment was damaged.